Event description:
It was reported that the customer was pushed over while walking the dog and fell on the insulin pump. Customer was advised to put in a new battery. During troubleshooting, customer could not run self test as insulin pump would not power up and kept flashing off and on. The customer's blood glucose was 15.1 mmol/l. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had minor scratches on display window. A flashing white display appeared after battery insertion due to cracked lcd controller.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.